Manufacturer narrative:
H.6 investigation summary this memo is to summarize findings on your recent complaint 6892292 against columbia cna agar with 5% sheep blood, catalog number 254007, lot number unknown event description: the customer reported a poorly selective media, complaint history review: the complaint history has been reviewed for a period of 12 months and similar issue were reported for this catalog number. However no trend was identified. Batch history record (bhr) review: the bhr could not be reviewed since the right batch number was not communicated. Sample analysis: retain samples were not reviewed since the right batch number could not be communicated. Return samples were not provided however picture illustrating a plate with bacterial growth was provided. Evaluation results: based upon our investigation, we have excluded any systematic failure in our manufacturing process. Since the right batch number was not communicated no further investigation could be detected. Investigation conclusion: based on the above mentioned evaluation, the complaint cannot be confirmed. However bd will continue monitoring incoming complaint with similar failure mode.

Event description:
It was reported that bd bbl¿ columbia cna agar with 5% sheep blood gram negative bacteria growth and covers the growth of gram-positive growth. The following information was provided by the initial reporter: reports for lot: 231380 expiring 30/01/2023 as a poorly selective media, gram-negative bacteria frequently grow, covering the growth of gram-positive bacteria, and sometimes gram-positive bacteria are inhibited.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device lot #: 231380 was reported, however, this is not a lot# manufactured for this product.

Event description:
It was reported that bd bbl¿ columbia cna agar with 5% sheep blood gram negative bacteria growth and covers the growth of gram-positive growth. The following information was provided by the initial reporter: reports for lot: 231380, expiring 30/01/2023 as a poorly selective media, gram-negative bacteria frequently grow, covering the growth of gram-positive bacteria, and sometimes gram-positive bacteria are inhibited.